Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the inspiratory and expiratory flow sensor diaphragms were stuck to the top of the housing. The flow sensors were replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.